Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were noticed: defects circuit breakers, front and bottom panel damaged by moisture, and burnt/scorched power switch. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing, the maintenance unit did not function. Upon inspection and testing of the returned device, the unit power switch was burnt/scorched and had traces of moisture. This report is being submitted for the event found during evaluation. There was no patient involvement reported.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.